Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Two clips was implanted reducing mr to 2. On (B)(6) 2018, echocardiogram was performed; which found that one clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda), and mr increased to 4. On (B)(6) 2018, a second mitraclip procedure was performed. One clip was implanted, reducing mr from 4 to 2. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The poor imaging resolution appears to be due to procedural circumstances. The reported recurrent mitral regurgitation (mr) was a result of slda and dyspnea was a secondary effect caused due to observed recurrent mr. The reported patient effect of worsening mr and dyspnea are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.